Event description:
Pt placed on dialysis at 7:20 am, at 8:05 am pt complained of shortness of breath. Taken off dialysis and given oxygen, morphine nitro drip (not documented). Pt sent to ccu (may have heart condition). Switched to competitor dialyzer w/o incident.